Event description:
On (B)(6) 2013, 4 viabahn endoprostheses were implanted in the sga of the pt. On the second day, the pt felts severe thigh pain and had a fever of 38 degrees c. On (B)(6) 2013, it was found long thrombosis in the stent graft. Embolectomy catheter was used to clear away the thrombosis. The thigh pain and fever lasted for 3 weeks and then the pt was fine. The pt tolerated the procedure.

Manufacturer narrative:
A review od the manufacturing records for the device verified that the lot met all pre-release specifications. The device remained implanted; consequently, a direct product analysis was not possible. Without additional information it is impossible to further investigate this event.